Event description:
It was reported that during a supply change the user was unable to attach the infusion connector to the ilet, and the difficulty persisted even when attempting to attach with an empty pump; switching to a new connector allowed successful attachment and the supply change was completed. Symptoms included no clinical effects. Outcomes included no impact on health, no alarms, and no hospitalization. Investigation included user troubleshooting and education performed remotely. Investigation of this case revealed a connector attachment failure that was resolved by replacing the connector, consistent with a component-related attachment issue. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction of the connector that was mitigated by replacement.